Manufacturer narrative:
Occupation is lay user/patient. The lancing device and lancets were requested for investigation; however, the customer has discarded the packaging the lancets came in. The customer stated the housing of the lancet carrier was cracked and was unable to read the lot number.

Event description:
The initial reporter complained of an issue with the coaguchek xs softclix lancet device that first started approximately 2 years ago. The date of event is an approximation. The customer alleged a properly seated lancet protruded from the end cap of the device after priming. The lancet no longer protrudes past the end cap after firing the device. The lancet that protruded was not used.

Manufacturer narrative:
The customer returned the lancing device for investigation. The reported failure of protruding lancets could be confirmed during investigation. The lancing device was tested with test lancets (lot u21a8) and with another end cap because the customer end cap was not received. The inserted lancet did not retract after release and sporadically protruded outside the end cap. The lancing device was disassembled for investigation. The investigation with a microscope showed that the guiding plastic part (ejection arm) was broken off, got stuck inside of the device. The broken part handicapped the priming and release function. This damage is caused by frequent use of the device or by a use error. Extensive use marks were seen on the device. The investigation also showed, that the closure module was damaged. The lot number of the lancing device could not be identified, because the part where the lot number is printed on the closure module, is broken off and is missing. This broken part does not influence the lancet retracting function. The investigation with a microscope also showed stress whitening on the remained part of the closure module. Such damage cannot occur during the production process. This failure was most likely due to a use error.